Event description:
The generator analysis was completed and showed that the reported low battery allegation was confirmed. An open can measurement of the battery voltage determined that the battery was partially depleted. The low battery condition (partially depleted) was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. The analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event date. The previously submitted MDR inadvertently provided the wrong suspect device for the event. The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that, during generator replacement surgery for near end of service, high lead impedance was found on system diagnostic tests. It was reported that the lead pin was correctly inserted the generator connector block. It was reported that the new generator was implanted in patient but is currently switched off. It was reported that no lead fracture was observed on the visible part of the lead. Lead revision surgery is expected but did not occur to date. The explanted generator was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.